Event description:
Increase of pt blood sugar associated with IV bag use reported. A home pt was receiving tpn with 100u insulin at an unspecified rate compounded in nutrimix bag. The pt's blood sugar had been maintained in control at 120-150mg/dl. With the use of a new lot of the same bags during the time period between 11/11/99-11/24/99, the pt's blood sugars elevated in excess of 400mg/dl. Because of this, the amount of insulin added to the tpn mixture had to be doubled, and the pt was placed on a sliding scale of insulin to monitor his blood sugars. The customer reverted to use of an older lot of bags and the pt's blood sugar was controlled as before. When the customer again used new lot of bags for tpn with this pt, the customer reported that it made a 50% difference in blood sugar levels (pt's blood sugars elevated to approximately 300mg/dl), and he had to increase the insulin in the tpn mixture 50% because of the blood sugar. No pt harm was reported.